Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter when unpackaging it. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about foreign matter on catheter. According to the customer's report, when unpacking before use, the hcp found an fm onto the catheter part."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0315668. D4: medical device expiration date: 2023-10-31. H4: device manufacture date: 2020-11-10. D10: device available for eval yes. D10: returned to manufacturer on: 2021-08-24. H6: investigation summary: six photos and one sample were received by our quality team for evaluation. After inspection of the received photos and the received unit, no visible foreign matter was observed. However, a line is present on the catheter tubing. This line is not able to be felt on the outside of the tubing and cannot be removed. The tip adhesion was then broken, and the catheter was pushed forward to see if the line was created by the tip adhesion. Upon pushing the catheter forward, it was discovered that the line is not tip adhesion but slight wrinkling of the catheter tubing right at the base of the bevel which does not affect form, fit, and function of the unit. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team¿s investigation, they were not able to confirm a foreign matter defect therefore, the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter when unpackaging it. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about foreign matter on catheter. According to the customer's report, when unpacking before use, the hcp found an fm onto the catheter part."